Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that following a recent conversion to another company's alcohol impregnated caps, leaking was noted between the texium syringe and the smartsite during an IV push administration. After the set was changed no further leaking was noted. The customer's normal routine is to apply the alcohol caps to all y-sites when an infusion is started. The length of time the caps are in place varies. There was no report of any patient harm.

Manufacturer narrative:
A picture of the texium connected to the smartsite was provided by customer. However; a leak could not be observed per picture received. The root cause of this failure was not identified.